Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!" However test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor calibration higher than intended range. The force sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.